Manufacturer narrative:
One sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed inflation and deflation were difficult. A visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, air did not flow into the cuff smoothly. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.